Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no defect was found. A field service engineer found the keyboard operational, allowing access to care fusion network (cfn) admin. It was listed on the control panel and responded when disconnected. The power management settings in the device manager seemed proper, then reseated the universal serial bus connection. The fse inspected hardware and cabling was found to be good. The battery was good and compliant by date. All software appears to be current and tested in diagnostics in notepad, and the customer was able to login and inventory several medications with the keyboard by name. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the keyboard was not functioning. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.